Event description:
Secondary tubing came apart under the plastic chamber. Dexamethasone/zofran medication spilled all over the floor after medication was spiked and hung. Pt had to wait an additional 25-30 min to have new IV bag made and hung. This delayed his care.